Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system displayed a "charger failed" error. No pt injury was reported.